Manufacturer narrative:
(B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays transducer fault alarms. The customer performed troubleshooting, but the issue was not resolved. The customer reported the exhalation differential transducer failed calibration testing. The customer reported no patient involvement is associated with the event.

Manufacturer narrative:
\Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to equipment being out of calibration. After calibration, the transducer fault was no longer present. The transducer pt802 was out of calibration. No further investigation.